Event description:
Davinci 30 degree endoscope (ref# 470027) visualization was blurry and poor when inserted into the patient. The endoscope was removed and cleaned/defogged multiple times. After attempts to obtain better visualization failed, a new 30 degree endoscope was retrieved and the procedure was completed as planned. Resulted in 5-10 minute delay but no harm to the patient.